Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 was failing to open. A field service engineer (fse) reseated latch wires and adjusted doors to avoid rubbing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 4 failed to open and produced a low, scratch like noise, as though it was attempting to unlock. Storage space recovery was attempted; however, when the next user attempted to retrieve medication from that door, the failure reoccurred. A report was generated, which showed that door 4 had failed multiple times. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.